Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: perimembranous ventricular septal defect following his bundle lead implantation. Journal of cardiovascular electrophysiology. 2020;31:1844¿1847. Doi: 10.1111/jce.14553. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle lead implantation. The article reports a patient who presented with exit block on the his bundle pacing lead approximately three weeks post implant. Interrogation of the pacemaker confirmed the absence of his bundle capture in unipolar pacing configuration and increased pacing thresholds to high values in bipolar configuration. During the lead revision, no macro-dislocation of the lead was observed on fluoroscopy. The lead was removed by five counter-clockwise rotations after which the lead came loose and could be completely removed without any resistance. No additional extraction tools were needed. Transthoracic echocardiography revealed the presence of a small peri membranous ventricular septal defect (vsd). It was suspected that the lead perforated through the membranous septum. The status/ disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.